Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The system was tested and verified as ready for use. The patient side cart (psc) card cage was returned for failure analysis, and the reported failure was successfully confirmed and replicated. Log review identified errors 32101 and 319, indicating the fault occurred in the field. Visual inspection found no issues related to the reported event. The psc card cage was then installed in a golden system, where it intermittently reproduced the reported error, indicating vmon faults on the card cage backplane. Based on these findings, failure analysis concluded that the root cause of the reported event was a defective backplane.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, staff experienced a non recoverable 32101 fault that reappeared on every startup even after the console was restarted and all carts were hard power cycled. Technical support then asked whether a secondary patient cart was available for troubleshooting, but it was not available because it was in use. Technical support reviewed the system logs remotely and confirmed the presence of the 32101 fault along with associated 319 faults on the pcc3 node. There was no report of patient involvement or reported injury.